Event description:
It was reported that the subject message was displayed to the user : "cannot access managers core".

Event description:
It was reported that the subject message was displayed to the user : "cannot access managers core."